Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08685 inches. No motor or vibration anomalies noted. The drive support was inspected and no anomaly was noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature working properly. The motor was tested outside the device and passed. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 471 mg/dl. The customer was treated with insulin pump bolus. Troubleshooting was done for high blood glucose and under delivery based on customer report customer does allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will be returned for analysis.